Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. An effective IFU version is not available for this device because the product is no longer manufactured. Consequently, a labeling review was not conducted, as the manual cannot be revised for translation, wording, or graphics. A risk review was not completed because the product predated the requirement for risk documentation; however, typically this ar code is accounted for during product development to support acceptable risk benefit for this type of product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.